Event description:
It was reported that (1) device was used during a resection. It was reported by the affiliate that the et45b instrument can not be opened. The pt was converted to an open procedure.